Event description:
Philips received a complaint on the xl+ device indicating that the self-test failed. The rse evaluated the device. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The operational checks passed. The device remains at the customer site, and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).